Manufacturer narrative:
The returned implantable cardioverter defibrillator (ICD) was analyzed. The battery voltage was lower than expected. Using historical daily battery voltage measurement data, engineers determined that this device was demonstrating behavior consistent with a high current condition associated with a compromised low voltage capacitor connected to the device's battery. Low voltage capacitors are used in the device's high voltage charging operation in order to facilitate fast charge times. The behavior of these capacitors resulted in a high current drain, which was depleting this device's battery faster than normal. Boston scientific has issued an advisory communication regarding an older subset of cognis/teligen devices that is more susceptible to this anomaly. Specifically, the performance of a low voltage capacitor may be compromised over time, causing an increased current drain that can lead to premature battery depletion. This particular device was included in the advisory population.

Event description:
It was reported that implantable cardioverter defibrillator (ICD) delivered inappropriate shocks due to an episode of atrial fibrillation (af). The patient had chronic atrial fibrillation. The device was changed out due to normal battery depletion. Additional information was received through product analysis which confirmed that the device had premature depletion is a result of a high current drain caused by leaky c104 and c105 avx ceramic battery bypass capacitors. No additional adverse patient effects were reported. This particular device was included in the advisory population.